Event description:
It was reported to sunrise medical on (B)(6) 2013 that the frame cracked near the area where the backrest bracket is mounted to the frame. The dealer reported that the frame cracked on the left side of the chair while the end user reached around to grab his backpack. The end user was sitting at the dinner table when he heard the frame pop. There were no injuries reported.

Manufacturer narrative:
Sunrise medical sent out a replacement frame under warranty to (B)(6). The dealer will be making the necessary repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.